Event description:
Ous MDR - after an implantation time of about 17 months, oversensing was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, a fraying of the outer insulation, 13 cm distal of the connector pin, could be seen. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead on the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. All other damage to the lead is probably a result of the explantation process. The analysis did not find any mfg error or material defect at the lead.